Event description:
It was reported that the patient's monitor displayed a heart rate of 54 and o2 saturation of 3 percent, but a bradycardia (brady) alarm was not provided by the carescape b850 monitor, and there was no beat to beat low hr tone audible from the ECG parameter provided, as well. The monitor did alarm for low o2 saturation. The infant required ventilation assistance and stimulation. No ECG strips were printed during or after the event. The hospital stated there was no injury to the patient from this event, but that the potential existed for delay of treatment due to the alleged no brady alarm. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Patient information has not been provided by the hospital.